Event description:
The distributor contacted animas on (B)(6) 2013 alleging the patient was sent to the hospital due to a severe ketoacidosis due to a pump failure. Blood glucose measurement was not provided. No details of the treatment of the patient¿s condition were provided. No details of patient outcome were provided. The complaint of the adverse event is not being reported because the vibe insulin pump does not have a 510k for use in the u.s.a. The distributor reported that on (B)(6) 2013, the pump emitted a message ¿no insulin delivery¿. The distributor reported the only history available in the pump history was on (B)(6) 2013: 10:20 stop; 10:24 restart; 10:26 filling; 10:43 2 unit bolus programmed, 1 unit delivered; 10:43 ¿occlusion detected;¿ 10:46 basal rate at 0,000. This complaint is being reported because the patient reportedly experienced ketoacidosis while on insulin pump therapy and the alleged unexplained loss of prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed warnings for loss of prime due to low non-zero force. The pump was exercised for 24 hours without incident of loss of prime. The pump was opened for investigation and did not reveal any damage, defect or contamination of the interior pump components. Investigation did not duplicate the reported issue and the pump was found to be operating within the required specifications.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.